Event description:
Healthcare professional reported unknown side rupture. Device remains implanted. Later,¿pain¿, ¿shape alteration¿, ¿focus of coarse calcification in the superomedial quadrant/junction of the upper quadrants of the right breast measuring 0.5 cm¿, ¿clustered calcifications in the right breast with a probably benign appearance¿, and ¿rare sparse bilateral simple cysts measuring up to 0.4 cm¿ was reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a6, b3, b5, b6, d1, d2, d4, d6a, g4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture of unknown style device.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.